Manufacturer narrative:
Approximate age of device ¿ 5 years, 2 months. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of support, the patient was admitted with anemia, and while inpatient experienced a massive hemorrhagic stroke. The patient¿s inr at the time of event was 3.5. The patient¿s anticoagulation was reversed, and a craniectomy was performed. The patient experienced worsening bleeding post craniectomy. An electroencephalogram revealed severe diffuse encephalopathy terminating in demise, with no clear cranial activity that could be detected. The patient¿s family elected to withdraw care and the lvad was stopped. The patient expired on (B)(6) 2016. It was reported that the healthcare professional did not feel that the event was pump related. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.